Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No data was provided for investigation. The receiver was returned for evaluation. External visual inspection was performed and passed. A receiver charge and boot was performed and failed due to perpetual rebooting. The receiver case was opened, the ui pcba board was detached from the receiver and the receiver log was downloaded and passed. A functional test could not be performed. Confirmation of the complaint could not be confirmed. The probable cause could not be determined.